Manufacturer narrative:
Visual evaluation of the device revealed that the sheath was kinked approximately 1.7cm from the distal end and the needle was in the closed/retracted position. Functional analysis revealed that the needle was unable to be extended due to the condition of the device. Based on the condition of the returned device the most probable root cause classification for the reported failure is handling damage. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle was used during a procedure on (B)(6) 2017. According to the complainant, during the procedure needle was bent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject¿ sclerotherapy needle was used during a procedure on (B)(6) 2017. According to the complainant, during the procedure needle was bent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.  Should additional relevant details become available, a supplemental report will be submitted.